Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp used a patient line extension but it was unknown if it was fully primed prior to the hp connecting and starting therapy. The hp had already cleared the alarm. There were no issues noted with the setup that would cause or contribute to the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.